Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.0.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on an unspecified date in late (B)(6) 2025. The patient's blood glucose levels declined to 50 mg/dl while wearing the pod an unspecified duration on the arm. Symptoms reported included feeling sweaty and stomachache. The patient was treated with an unspecified method to increase their blood glucose levels. The patient was discharged the following day.